Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the upper hook switch to be stuck. The reported condition of no guide for loading tubing was verified as the pump did not prompt the user to load a set when the door was open. The cause was identified to be the upper hook switch being stuck. The hook switches were adjusted and lubricated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not prompt to load tubing. There was no patient involvement. No additional information is available.